Event description:
After firing a plcr60b reload via an i60 stapler in a sigmoid colectomy procedure it was noted that the device had affected only a partial transection of the tissue, and that some staples were unformed. It was also reported that after the i60's anvil was opened the device failed to respond to inputs via the user interface. The transection and stapling were subsequently accomplished via another device.

Manufacturer narrative:
The returned plcr60b showed no evidence of having been improperly loaded, nor did it have any other defect. The concomitant device (i60) was not returned. The root cause of the event could not be ascertained. Evaluation summary: retention posts and tissue bumps are not damaged. All staples were fired; there are no abnormalities on reload that could contribute to the icr.